Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances of more than 3000ohms which led to a ra lead safety switch approximately ten months prior. Technical services (ts) was contacted and observed device evaluation and transmission was performed several months later and that impedances were within normal limits on the presenting electrogram (egm). This right atrial (ra) lead remains in service. No adverse patient effects were reported.